Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead was capped due to impedance issues and high pacing thresholds. Bipolar impedance was 500 ohms and capture was 1.5v @ 0.4ms in (B)(6) 2017. The impedance was 380 ohms and capture was 2.1v @ 0.4ms in (B)(6) 2017. No adverse patient events were reported.